Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, farfield r wave sensing (ventricular event detected in the atrial cavity) or t wave sensing was observed on the provided egm printout. The interval between atrial events was found extended. The pvab (post ventricular atrial blanking) was reprogrammed from 150 ms to 195 ms. However atrial sensing was still observed during pvab. An explanation was required.

Manufacturer narrative:
(B)(6) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.